Event description:
It was reported that the plee60a malfunctioned and jaws would not open after removing from patient. Jaws opened initially after firing to remove from tissue and patient. Unable to unlock jaws to remove reload and replace tried reverse button, tried battery, tried manual removal handle jaw button remained frozen. Opened a new stapler. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 6/23/2023 d4: batch # unk b3: date of event is 2023, event day and month unknown. Captured as 1/1/23. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished plee60a, with lot/batch number x9626w, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.